Event description:
Account states they obtained high results for four patient co2s that were lower when run on another instrument. The initial results were 33, 36, 32 and 34 mmol/l. When repeated; the results were 26, 24, 22 and 26 mmol/l respectively. The incorrect results were not reported. The account corrected the problem by recalibrating the co2 assay.